Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 46 mg/dl with associated symptoms of blurred vision, confusion and difficulty speaking. The patient reportedly programmed and delivered correction bolus of insulin, was not certain that the bolus was delivered and programmed and delivered a second bolus, causing the hypoglycemia. The patient reportedly did not require any treatment above or beyond the normal routine of diabetes care and management. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to a training/misuse issue of inadvertent insulin infusion.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed accurate recordings of completed bolus deliveries. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no errors, alarms, or warnings. The pump clearly displayed the messages ¿disconnect infusion set from your body" and "be sure set is disconnected from your body then select continue" on the rewind and prime screens. A 10 unit regular bolus and audio bolus were performed successfully and accurately recorded. None of the keypad buttons were hyper or under responsive. The recorded total daily dose values added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated and no defect was found. (B)(4).